Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 90% stenosed mid left anterior descending artery. A 1.5 x 6 mm tenku balloon catheter was used for pre-dilatation and then a 2.25 x 15 mm tenku balloon catheter was being used for additional pre-dilatation when the balloon ruptured during the second inflation at 14 atmospheres due to the calcification. The procedure was completed with deployment of an unspecified stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion, wizzard. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency the tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.